Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: attempts to obtain additional information were unsuccessful. The reason for the patient going to the hospital is unknown. It is unknown if the patient had a medical issue that needed to be addressed or if the patient was accompanying someone to the hospital. There is no allegation of a device malfunction or deficiency reported for the event. There is no information to suggest that an adverse event occurred during the patient¿s pd treatment. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted technical support for assistance turning on the liberty select cycler. The patient stated that eight days prior he had to disconnect from treatment to go to the hospital and left the cycler on. Tech support assisted the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 28/sep/2022 this peritoneal dialysis (pd) patient contacted technical support for assistance turning on the liberty select cycler. The patient stated that eight days prior he had to disconnect from treatment to go to the hospital and left the cycler on. Tech support assisted the patient.